Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n247807013, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that the logs were read. There was a motor stall on (B)(6) 2014 at 11:26 a.m., with recovery at 13:45. It was noted that no other motor stalls or unusual activity were noted. The pump system was being used to infuse dilaudid and baclofen. No patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.